Event description:
The patient stated that he inserted a sensor and it was stuck inside the inserter. The patient inserted another one and the same thing happened, but he continued to use it and the transmitter did not blink when connected to the sensor. The patient removed the sensor and the cannula was bent. Advised that the sensor would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.